Manufacturer narrative:
The event occurred in india during routine check by the customer. It was reported that the hl20 roller pump module displayed the error messages: ¿runaway¿ and "beltslip". No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. No parts were replaced. The fst could not reproduce the failure and performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Thus the exact root cause remains unknown and the reported failure could not be confirmed. However the reported failure "beltslip" could be linked to the following most probable root cause according to the risk management file: (total) fail of device because of: failure of motor, motor controller or control circuitry. Failure of pump control board (pump stop). Pump on/off defective. Defective tacho, relay or pump belt. Runaway: according to the service manual heart-lung machine hl 20 in chapter 6.11.6 adjustment of tpm optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. In addition the reported error message: "runaway" can be linked to the following most possible root cause according to the hl20 risk management file: (un)intended change of pump speed by e.g.: wrong flow values (defect or wrong calibration). The device in question was manufactured on 2016-11-30. The review of the non-conformities during the period of 2016-11-30 to 2023-08-23 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india during routine check. It was reported that the hl20 roller pump module displayed the error messages: ¿runaway¿ and "beltslip". No harm to any person has been reported. Complaint ID: (B)(4).